Event description:
A site reported that a female pt received a laser hair removal treatment and reported burns in the treated area; specifically on the labia.

Manufacturer narrative:
The product was installed at the user site september 27, 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013 with no issues found. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification.